Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menopause. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pollakiuria ("I pee every 2 hours like clock"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and pollakiuria outcome was unknown. The reporter considered medical device removal and pollakiuria to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : pollakiuria quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received : reporter added. New event of "frequent urination" added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menopause. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pollakiuria ("I pee every 2 hours like clock"), arthralgia ("joint pain"), pain in extremity ("foot pain") and liver disorder ("liver was messed up") and was found to have colon cancer ("sigmoid colon cancer"). The patient was treated with surgery (abdominal hysterectomy with bilateral salpingectomy, oophorectomy and cancer removal). Essure was removed on (B)(6) 2016. In 2016, the liver disorder had resolved. At the time of the report, the medical device removal and pollakiuria outcome was unknown and the colon cancer had resolved. The reporter considered arthralgia, colon cancer, liver disorder, medical device removal, pain in extremity and pollakiuria to be related to essure. The reporter commented: patient's liver was reported to be 'messed up', but after device removal, it was 'totally normal'. Patient had sigmoid colon cancer after the device was removed, but is sure that it is related. Concerning the injuries reported in this case, the following ones were reported via social media : pollakiuria. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case received. Suspect stop date and device explanation date added. Onset date for event 'essure removal' added. New events ¿sigmoid colon cancer¿ and ¿liver was messed up¿ were added. Reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menopause. In 2003, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menstruation irregular ("bad period"), pollakiuria ("I pee every 2 hours like clock"), arthralgia ("joint pain"), pain in extremity ("foot pain"), liver disorder ("liver was messed up") and dysstasia ("can not stand up it hurt so bad") and was found to have colon cancer ("sigmoid colon cancer"), inflammatory marker increased ("tests show inflammation with no cause") and vitamin d decreased ("vitamin d low"). The patient was treated with surgery (abdominal hysterectomy with bilateral salpingectomy, oophorectomy and cancer removal). Essure was removed in (B)(6) 2016. In 2016, the liver disorder had resolved. At the time of the report, the back pain, menstruation irregular, pollakiuria, dysstasia, inflammatory marker increased and vitamin d decreased outcome was unknown and the colon cancer had resolved. The reporter considered arthralgia, back pain, colon cancer, dysstasia, inflammatory marker increased, liver disorder, menstruation irregular, pain in extremity and pollakiuria to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient's liver was reported to be 'messed up', but after device removal, it was 'totally normal'. Patient had sigmoid colon cancer after the device was removed, but is sure that it is related. Concerning the injuries reported in this case, the following ones were reported via social media : pollakiuria. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event bad period, back pain and can not stand up it hurt so bad, inflammation was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menopause. In 2003, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menstruation irregular ("bad period"), pollakiuria ("I pee every 2 hours like clock"), arthralgia ("joint pain"), pain in extremity ("foot pain"), liver disorder ("liver was messed up"), dysstasia ("can not stand up it hurt so bad"), hypoaesthesia ("numb bellies"), scar ("long scars"), gastrointestinal disorder ("bowel problems") and gastric infection ("stomach infection") and was found to have colon cancer ("sigmoid colon cancer"), inflammatory marker increased ("tests showinflammation with no cause") and vitamin d decreased ("vitamin d low"). The patient was treated with surgery (abdominal hysterectomy with bilateral salpingectomy, oophorectomy and cancer removal). Essure was removed in (B)(6) 2016. In 2016, the liver disorder had resolved. At the time of the report, the back pain, menstruation irregular, pollakiuria, dysstasia, vitamin d decreased, hypoaesthesia, scar, gastrointestinal disorder and gastric infection outcome was unknown and the colon cancer and inflammatory marker increased had resolved. The reporter considered arthralgia, back pain, colon cancer, dysstasia, gastric infection, gastrointestinal disorder, hypoaesthesia, inflammatory marker increased, liver disorder, menstruation irregular, pain in extremity, pollakiuria, scar and vitamin d decreased to be related to essure. The reporter commented: patient's liver was reported to be 'messed up', but after device removal, it was 'totally normal'. Patient had sigmoid colon cancer after the device was removed, but is sure that it is related. Concerning the injuries reported in this case, the following ones were reported via social media : (B)(6) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menopause. In 2003, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menstruation irregular ("bad period"), pollakiuria ("I pee every 2 hours like clock"), arthralgia ("joint pain"), pain in extremity ("foot pain"), liver disorder ("liver was messed up"), dysstasia ("can not stand up it hurt so bad"), hypoaesthesia ("numb bellies"), scar ("long scars"), gastrointestinal disorder ("bowel problems") and gastric infection ("stomach infection") and was found to have colon cancer ("sigmoid colon cancer"), inflammatory marker increased ("tests showinflammation with no cause") and vitamin d decreased ("vitamin d low"). The patient was treated with surgery (abdominal hysterectomy with bilateral salpingectomy, oophorectomy and cancer removal). Essure was removed in (B)(6) 2016. In 2016, the liver disorder had resolved. At the time of the report, the back pain, menstruation irregular, pollakiuria, dysstasia, vitamin d decreased, hypoaesthesia, scar, gastrointestinal disorder and gastric infection outcome was unknown and the colon cancer and inflammatory marker increased had resolved. The reporter considered arthralgia, back pain, colon cancer, dysstasia, gastric infection, gastrointestinal disorder, hypoaesthesia, inflammatory marker increased, liver disorder, menstruation irregular, pain in extremity, pollakiuria, scar and vitamin d decreased to be related to essure. The reporter commented: patient's liver was reported to be 'messed up', but after device removal, it was 'totally normal'. Patient had sigmoid colon cancer after the device was removed, but is sure that it is related. Concerning the injuries reported in this case, the following ones were reported via social media : pollakiuria. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: numb bellies, long scars, bowel problems, stomach infection and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menopause. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pollakiuria ("I pee every 2 hours like clock"), arthralgia ("joint pain") and pain in extremity ("foot pain"). The patient was treated with surgery (abdominal hysterectomy with bilateral salpingectomy, oophorectomy). Essure was removed. At the time of the report, the medical device removal and pollakiuria outcome was unknown. The reporter considered arthralgia, medical device removal, pain in extremity and pollakiuria to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : pollakiuria. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events joint pain and foot pain added. New reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menopause. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menstruation irregular ("bad period"), pollakiuria ("I pee every 2 hours like clock"), arthralgia ("joint pain"), pain in extremity ("foot pain"), liver disorder ("liver was messed up"), dysstasia ("can not stand up it hurt so bad"), hypoaesthesia ("numb bellies"), scar ("long scars"), gastrointestinal disorder ("bowel problems"), gastric infection ("stomach infection") and tooth fracture ("got 4 broken one being a front, crumble like chalk") and was found to have colon cancer ("sigmoid colon cancer"), inflammatory marker increased ("tests showinflammation with no cause") and vitamin d decreased ("vitamin d low"). The patient was treated with surgery (abdominal hysterectomy with bilateral salpingectomy, oophorectomy and cancer removal). Essure (ess205) was removed in (B)(6) 2016. In 2016, the liver disorder had resolved. At the time of the report, the back pain, menstruation irregular, pollakiuria, dysstasia, vitamin d decreased, hypoaesthesia, scar, gastrointestinal disorder, gastric infection and tooth fracture outcome was unknown and the colon cancer and inflammatory marker increased had resolved. The reporter considered arthralgia, back pain, colon cancer, dysstasia, gastric infection, gastrointestinal disorder, hypoaesthesia, inflammatory marker increased, liver disorder, menstruation irregular, pain in extremity, pollakiuria, scar, tooth fracture and vitamin d decreased to be related to essure (ess205). The reporter commented: patient's liver was reported to be 'messed up', but after device removal, it was 'totally normal'. Patient had sigmoid colon cancer after the device was removed, but is sure that it is related. Concerning the injuries reported in this case, the following ones were reported via social media : pollakiuria, tooth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received : new reporter added and new event added tooth fracture. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted. The consumer stated that before removal, she could not walk up a flight of stairs. Hundred and eight days after removal, she can run up them. Follow up information received on 03-may-2016: since private contact detail of the reporter has not been provided, follow-up to obtain additional information cannot be requested. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and before removal, she could not walk up a flight of stairs. Hundred and eight days after removal, she can run up them. Medical device removal is listed in the reference safety information for essure. In this particular case, the reason for removal is not clear. Therefore, the causal relationship between essure removal and essure therapy cannot be excluded. This case was regarded as incident since device removal was required. A product technical complaint analysis is being sought. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc): received on 27-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and before removal, she could not walk up a flight of stairs. Hundred and eight days after removal, she can run up them. Medical device removal is listed in the reference safety information for essure. In this particular case, the reason for removal is not clear. Therefore, the causal relationship between essure removal and essure therapy cannot be excluded. This case was regarded as incident since device removal was required. The product technical complaint analysis resulted in an unconfirmed quality defect. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.